Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11 h11: two actual devices and a photograph of the sample were provided for evaluation. A visual inspection was performed on the actual sample, and the reported leak was not easily identified. The returned photographs were reviewed, and it was noted that the leakage was identified. Functional testing was performed on the actual samples, and it was noted that a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.